Manufacturer narrative:
Date of event was reported as (B)(6) (2018) for loss of therapeutic benefit; (B)(6) 2018 - couldn't increase stimulation issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a ¿bad few weeks¿ which was clarified to mean that the therapy had not been working well for their bladder symptoms (loss of therapeutic benefit). As an action taken prior to the report, the patient had tried to adjust their settings using the programmer. They were able to make an adjustment that activated a new program but could not increase the stimulation. When the programmer was synchronized to the ins, it showed the stimulation was off. The patient was on program 1 at 2.65. It was then reported that the patient had gone through security screening and they wondered if that could be related to the issue. They were able turn the stimulation back on and change to program 2. With the stimulation now on, the patient was able to increase to 3.5 volts where they felt the stimulation comfortably in the correct bike seat area. The patient was going to monitor their symptoms with the settings change and was to follow up with their healthcare professional (hcp) if their therapy issue did not resolve. There were no further complications reported or anticipated.